Manufacturer narrative:
Block b3: approximated based on the date of the revision. Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation, loss of efficacy, from the leads of the spinal cord stimulator (scs) system. Migration of the devices was not suspected, but reprogramming was not attempted, and the physician decided to replace the devices to provide more effective therapy. The patient underwent a procedure in which two of the leads were explanted and replaced with another lead. The patient is doing well post operatively. The physician did not suspect device malfunction, therefore the lead will not be returned for analysis as it was disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date of the revision. Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7077702.

Event description:
It was reported that the patient experienced inadequate stimulation, loss of efficacy, from the leads of the spinal cord stimulator (scs) system. The patient underwent a procedure in which two of the leads were explanted and replaced with another lead.